Manufacturer narrative:
The field application specialist could not reproduce the high patient results received by the customer. She observed the customer¿s sample preanalytics for tacrolimus. She noticed the customer¿s reagent handling and pipetting technique were not acceptable. She performed precision testing with a patient sample and received failing results. She performed another precision test with quality control material and it passed. The field service engineer performed preventative maintenance on the analyzer. He discovered worn seals in the syringes and replaced the seals. He performed acceptable calibration and quality control. He completed precision testing with a patient pool and quality control material with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high tacrolimus elecsys results on a cobas e411 rack. The field application specialist provided four questionable patient results. The initial results were reported outside the laboratory. The customer performed repeat testing on the patient samples when the physician questioned the initial tacrolimus results. On (B)(6) 2020, patient 1's initial tacrolimus result was 9.1 ng/ml, and repeat result on (B)(6) 2020 was 6.1 ng/ml. On (B)(6) 2020, patient 2's initial tacrolimus result was 12.1 ng/ml, and repeat result on (B)(6) 2020 was 6.6 ng/ml. On (B)(6) 2020, patient 3's initial tacrolimus result was 10.5 ng/ml, and repeat result on (B)(6) 2020 was 6.2 ng/ml. On (B)(6) 2020, patient 4's initial tacrolimus result was 10.1 ng/ml, and repeat result on (B)(6) 2020 was 5.8 ng/ml for further investigation, the customer has sent out 80 patient samples for liquid chromatography¿mass spectrometry tacrolimus testing and 25% of the patient samples did not correlate with the e411. The specific testing details were requested but not provided by the customer. Tacrolimus reagent lot number used for patient testing was 450068 with an expiration date requested but not provided.